Event description:
It was reported that during the implant procedure, the physician had difficulty inserting the atrial lead into the pulse generator header. With the use of saline solution, the lead was able to be secured. The device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.